Event description:
It was reported that a female patient underwent an unknown procedure on an unknown date and topical adhesive was used. The patient developed blisters at the incision site. The patient was treated with steroids. The condition of the patient is improving. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the procedure was a robotic myomectomy. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The facility reports the following possible batch numbers: djr818, djr680, dlb262, dmb073, dle783, dkr719. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.